Manufacturer narrative:
Date sent: 04/28/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during the unk procedure, the tissue pad came off the device. The tissue pad was retrieved from the pt with no pt consequence. Another like device was used to complete the case.